Manufacturer narrative:
Unit passed displacement test and self test. Unit received with unexpected battery power loss; had high sleep; and active currents; problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the battery life on the insulin pump was wasting fast. The customer applied a new battery cap, but it was still depleting within the first week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.